Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the bleeding cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the article, 'through review of medical article "a propensity matched analysis of ultrasound guided versus blind femoral artery puncture in balloon expandable tavi.', a study was conducted on 600 patient's that underwent transfemoral tavr procedures with either a sapien 3 valve or sapien 3 ultra valve. The study compared patients that underwent the tavr procedure with blind arterial puncture or ultrasound guided access. According to the article, 41 patients with unknown sapien 3 valve implant presented bleeding, of which 14 bleedings were life threating and 27 bleedings were major. There was no additional information provided regarding these patients. However, the main findings of this study concluded ultrasound guided femoral puncture procedures resulted in fewer vascular access and bleeding complications in percutaneous transfemoral tavr procedures. Even in obese patients with unfavorable access anatomy, the benefit of the echo directed puncture over the blind one is strong. Although larger sheaths (16f) were excluded from the in depth analysis, a trend in those benefits, witnessing that larger holes are not per se related to worse vascular outcomes.